Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the surgery site. Patient¿s symptoms were drainage and fever. The patient was prescribed with antibiotics. The physician does not believe the infection was device or procedure related. The patient underwent an explant procedure.